Event description:
It was reported that the 9900 system displayed a common failure error requiring reboot. It was noted that presently the system is not booting. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. Identified the need to reload software and configuration files. Software reload completed. The system was tested and found to be working as intended and placed back into service.